Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted as being damaged, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, a thermo mechanical coil (product/lot number) was being used as a filling coil. The physician judged that it did not fit for shape of coil deployment and decided to pull it out. During resheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. A non-sterile unspecified coil-thermo mechanical was received for analysis, the device was inspected, and it was found kinked at 173 cm from proximal. Also, the dpu was found protruded from the introducer. No other damages or anomalies were observed during the visual inspection. The marker band was found at 40 cm from the hub, this suggests that the length of the embolic coil is 5 to 5.5 cm. The device was inspected under a microscope and it was noted that the embolic coil is damaged, no other damages or anomalies were observed during the microscopic inspection. The functional test could not be performed due to the condition in which the device was returned. A manufacturing review evaluation (mre) could not be performed since the lot number was not provided by the customer. A non-sterile unit unk coil-thermo mechanical coil was returned to cerenovus for evaluation. Cerenovus then conducted a visual inspection and microscopic examination of the returned device, the functional test could not be performed due to the condition in which the device was returned. The visual analysis of the returned sample determined that the dpu is kinked and protruded from the introducer, these conditions could be related to the customer¿s complaint and appear to may have been caused by excessive force and/or handling applied to the device, however, this cannot conclusively determine. Based on this information, the customer complaint of ¿coil introducer - zipping difficulty-rezipping¿ was confirmed. The marker band position of the device was measure and it was found at 40 cm from the hub, this suggests that the length of the coil is 5 to 5.5 cm, also a microscopic test was performed and it was found that the embolic coil has a damage condition, this condition may have been appeared by excessive force and/or handling applied to the device, however, this cannot conclusively determine since the exact time when this condition appeared remains unknown. It should be noted that product failure is multifactorial. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, a thermo mechanical coil (product/lot number) was being used as a filling coil. The physician judged that it did not fit for shape of coil deployment and decided to pull it out. During resheathing the coil, the introducer failed to be re-zipped. The physician used a same like product. The procedure was successfully finished. There was no patient injury reported. Based on the analysis of the device received, the embolic coil was observed damaged.